Event description:
Through follow-up, the following additional information was received from the surgeon. Per report, the event is ongoing and "too soon to tell which way this will go".

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Conjunctival hyperemia and conjunctivitis are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Conjunctival hyperemia and conjunctivitis are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure in conjunction with an intracameral implant procedure, the patient presented two (2) weeks postoperatively with hyperemia and chemosis. Per report, both the patient's intraocular pressure (iop) and vision are good with no anterior chamber (ac) reaction, however the eye is noticeably red. The report noted that the patient is not experiencing pain, however is extremely sensitive to all eye drops. The report also noted that the patient was treated with one (1) week of antibiotics and is currently off all surgery eye drop medication. Reportedly, the surgeon plans to treat the eye with steroid medicine. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through further follow-up, the following additional information was received from the surgeon. Per report, the patient has not recovered and the surgeon is still waiting to see if the patient improves.